Event description:
The customer reported via telephone call that the insulin pump had a blank display and that there was no contact on the battery cap. The blood glucose reading was 78 mg/dl. The customer reported that the insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The customer was advised that a new battery cap would be sent. The customer was advised that when the new cap is placed that the data and time will reset.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.